Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E - phone number: (B)(6) h3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, after cesarean section delivery, a bakri tamponade balloon catheter was utilized following an estimated blood loss of approximately 800 ml. According to the physicians, no metal instruments were used to place the balloon intraperitoneally for hemostasis. After 50 ml of fluid was instilled into the balloon, leakage of fluid from the vagina was observed, prompting immediate removal of the device. Subsequently, the patient experienced an additional blood loss of approximately 200 ml, bringing the total estimated blood loss to around 1000 ml. A replacement balloon was then inserted, and hemostasis was successfully achieved. The patient also received a 400 ml blood transfusion. No other adverse effects were reported for this incident.